Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower glucose sensor scan results compared to how they were feeling and it is unknown whether the customer noted a trend arrow on the device. The customer experienced sweating and was given something unspecified by a non-healthcare professional. No further information was provided. There was no report of death or permanent impairment associated with this event.